Event description:
The user facility reported that the working element was burnt up and melted in a patient. There was no further information provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more information regarding the report, and was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the working element and the high frequency cable was burned and melted. The user facility reported that they were using a non-olympus electrode, which likely caused or contributed to the reported event. There was no patient injury reported, and the procedure was completed using a different equipment. The user facility returned the working element and high frequency cable to olympus for evaluation. Both devices were received in a biohazard container indicating that both devices were cleaned but not sterilized. The evaluation was then limited to visual inspection only. The evaluation found evidence of thermal damage in the teflon body at the connection point between the working element and high frequency cable. The white teflon body of the working element was found melted. There were dents noted on the electrode guiding tube. The dents appear to be due to user mishandling. The user¿s experience was likely due to the use of the non-olympus electrode. The device instruction manual warns ¿use only hf resection electrodes from olympus. These are produced using special manufacturing processes. There is a risk of injury to the patient and/or user when using other electrodes.¿ this medical device report is being filed in an abundance of caution. Cross reference MFR. Report# 9610773-2012-00016 for a related report.